Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to physical damage. In addition, we confirmed that the u/d pulley wire rupture, the r/l pulley wire rupture, the brand plate worn out, the serial number plate worn out, the air/water nozzle loosened, the remote control buttons cut, the electrical connector corroded, the air/water nozzle clogged, the insertion flexible tube (ift) buckled, and the suction channel buckled ; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the objective gluing missing. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.